Event description:
It was reported that the patient underwent a surgical procedure to repair a bilateral inguinal hernia and his artificial urinary sphincter (aus) was removed and replaced. There were no patient complications.

Manufacturer narrative:
Investigation summary: based on the information available, boston scientific concludes that the cause that contributed to the reported event cannot be established as the product is not available for analysis. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a labeling review was performed and according to the aus instruction for use document, herniation is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to repair a bilateral inguinal hernia and his artificial urinary sphincter (aus) was removed and replaced. There were no patient complications.